Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 120 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Customer¿s blood glucose ranged from 124 mg/dl to the 200 mg/dl range.